Event description:
Three attempts have been made to obtain additional information regarding this event, but have been unsuccessful.

Event description:
It was reported that during a ptca treatment procedure, a 15 mm portion of the tip of the choice pt ms guidewire fractured and remains in the patient's body. The pt is under close observation.